Event description:
This system was removed due to endocarditis. The system has not been replaced yet. The hospital retained the devices. Should additional info become available, this file will be updated.